Event description:
During the surgery, they found the outer blister was missing; the implant was packaged only in the inner blister. There was no problem with the inner blister (no breakage, properly sealed), so they used the implant. The inner blister was discarded.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.